Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem that the camera was "not working" was confirmed. The switch button #3 was intermittent due to a faulty switchboard. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the camera was "not working." There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the camera did not work due to the intermittent switch resulting a from faulty board. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Event description:
The problem, as reported to olympus, was identified during preparation for use. The intended procedure was cancelled. As reported to olympus, there was no injury that occurred, associated with the event.